Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I results for one patient. The following data was provided (customer troponin cutoff: <0.03 ng/ml, >0.03 is critical): on (B)(6) 2021, sid (B)(6) generated an initial result of 0.06 ng/ml (critical) and was questioned by the physician, retest of the same sample was <0.01 ng/ml; a new sample was drawn sid (B)(6) and generated a result of <0.01 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
H6 component code: g01003. The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and historical performance of reagent lot 86307un20. Return testing was not completed as returns were not available. A ticket search for lot 86307un20 identified further complaints from other customers who observed a similar issue related to the falsely elevated patient results. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 86307un20 and the complaint issue. Labeling was reviewed and found to adequately address the falsely elevated patient results. The historical performance of reagent lot 86307un20 was evaluated using worldwide field data. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result and cal f rlu's for lot 86307un20 are inside the established control limits, therefore, no unusual reagent lot performance was identified for lot 86307un20. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I for lot number 86307un20 was identified.

Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data, that had previously been provided in field h10. There is no change to the content of the data.